Manufacturer narrative:
Correction: this event was filed as ¿serious injuries¿ for non-specific/non serious injury due to incoming information relating to gun failures. Information for these events suggested that the treatment had been incomplete, the treated veins were described as not fully closed. On review of all the data, there was no allegation in this event that the venaseal device caused or contributed to a serious injury. In addition, it has been determined that the event does not meet the criteria for a reportable malfunction. This event reported via MDR were due to caution, and thus conservatively reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use venaseal occluding device during procedure to treat a segment in the great saphenous vein (gsv). The lumen was flushed prior to use. IFU was followed. A guide wire was used for the insertion of the catheter. It was reported that the dispenser gun failed to deliver the correct amount of adhesive during procedure. The physician opened 2 additional venaseal kits. However, the issue with dispenser gun persisted. The total amount of adhesive delivered and length of vessel treated is unknown. Physician believed adequate closure of vein was not achieved. The vein did not close. There was no patient injury.

Manufacturer narrative:
Additional information: lot details provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.